Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported, while the surgeon performed a lengthening on an expedium 4.5 tandem connector the torque driver shaft stripped. There was no delay in the surgery as the surgeon used the other instruments present in the set. The patient was not impacted. This report is for a torque driver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.